Event description:
It was reported via repair work order that the head of the bed would not go up or down due to damaged cable malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.